Manufacturer narrative:
Device received with hard cannula visible through the exposed portion of the soft cannula. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. An ident was left in the hard cannula where it would normally sit horizontally in the slide retract. Damage to the slide retract was noted. This caused excess plastic to accumulate in the horizontal inlet, producing an atypical arc that does not coincide with the arc of the formed needle. A root cause for the reported event has been identified, not further inspection is necessary.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours.